Manufacturer narrative:
The device was received deployed. Investigation found the exposed portion of the soft cannula to be stretched. This was confirmed via out of specification measurement taken during investigation of the entire soft cannula length. Although damage was observed to the soft cannula, fluid was able to flow through the entire fluid path with no issue. The timing and cause of the stretched soft cannula could not be determined. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level was greater than 250 mg/dl. The pod was worn between 5 and 24 hours on the arm. Hyperglycemia treated with a new pod.